Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir would not go any farther after it was filled up to between the second and third line. Customer's blood glucose was unknown. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed pre-fill reservoir test. The reservoir failed per inspection. The transfer guard was occluded. Evaluated 1 open/used reservoir and performed pre-fill test. The reservoir passed inspection. No occluded anomalies found during analysis.